Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the first two and one half ecgs showed normal operation with the magnet applied. From that point on the ECG did not show the magnet being on, ventricular sensing, or a base rate of 55 bpm. Also noted was that the pacer "reprogrammed" itself to the vvi mode. Subsequently, the pacer was replaced.~~~~~~